Event description:
During an antegrade stick through a scarred groin performed in the special procedures dept, as the sheath introducer was inserted, the tubing accordioned and separated from the hub. The tubing piece remained external to the pt and the clinician was able to retrieve the tubing without embolization. There was no reported harm or injury to the pt.

Manufacturer narrative:
The suspect device involved in the reported incident was returned to merit medical for eval and the alleged failure was confirmed. A visual inspection verified that the sheath tubing had detached from the insert molded hub; the proximal end of the detached segment of tubing exhibited signs of tearing. The sheath tubing was stretched and the distal end of the tubing had accordioned. The od and ID of the returned sheath tubing were measured directly below the accordioned segment. Dimensions of the tubing segment that did not exhibit accordioning were within specification. The device history record for this lot was reviewed and showed that the tubing wall thickness was at the low end of the spec, resulting in lower tensile strength between the hub and tubing joint. The specification has been tightened to eliminate this failure mode.